Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to verify alarm in the alarm history due to history file over written. No displacement no anomaly noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer stated the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field.. Customer had an ultrasound while wearing the pump. The customer reports an e70 alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.